Manufacturer narrative:
Investigation revealed that there was no system malfunction. System logs show that the scan transferred from a competitive imaging system to excelsiusgps was corrupt which led to software crashes on excelsiusgps. Due to the software crashes, the user aborted use of excelsiusgps and placed screws in the traditional technique. After the t7-l screw was placed using freehand techniques, the patient lost motion on their left side. The t7-l screw was then removed intraoperatively but the patient did not regain motion. There have been no further updates regarding patient outcome at this time. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. While the misplacement of the t7-l implant was not placed with excelsiusgps, there was critical injury to the patient reported after switching to traditional methods. Due to this, a hazard analysis was performed to ensure that the occurrence of critical injury with excelsiusgps is within the expected risk level. The observed risk level for this hazard equates to low; therefore, the overall risk level has been maintained and there are no further actions required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.